Manufacturer narrative:
Reasonable attempts by phone and email were made to obtain further information from the initial reporter user facility of the reported event. However, no information was received. An examination of the subject device found that the device operated to manufacturer specifications. Subject device malfunction is not the suspected root cause of the event reported. The laser fiber handpiece was returned to lumenis for examination. A visual inspection by lumenis technical specialist found that the fiber was broken in half and that the handpiece was cracked. The specialist concluded a probable root cause of the broken fiber to be excessive bending of the fiber and/or exceeding the fiber tensile strength while under power in contradiction to device labeling. Furthermore: the specialist concluded the condition of the handpiece indicated the device may have been used beyond its expected serviceable life in contradiction to device training and IFU.

Event description:
It was reported that during a procedure in which a lumenis powersuite 60w laser was employed, the laser fiber (versalink) handpiece caused a hole in the patient¿s drape without harm to the patient.